Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called and indicated that "there is something wrong with my pacemaker. I haven't had it checked in three years." The device is still in use. Additional information was received through follow up with the physician office which indicated that the patient had gone to the emergency room (ER), but had "checked herself out" with against medical advice (ama). The clinic will contact the patient for a device check. There were no reported patient complications as a result of this event.